Manufacturer narrative:
Samples of the product have not yet been received by kimberly-clark for evaluation.

Event description:
During a suctioning procedure a 3 cm piece of the trach care broke off and became stuck in an infant's trachea. The piece was later detected and removed with suction. No pt injury. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.